Event description:
The customer reported a charger failed error at start up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and the power cap module. The system operates as intended.